Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient was at the hospital for a procedure related to her diabetes, an echocardiogram (echo) was performed which indicated that the pump was not offloading the heart: the aortic valve (av) was opening with every beat and the left ventrical (lv) was distended. When the system controller was exchanged, it was reportedly noted that av was no longer opening and the lv was decompressed indicating that the pump was offloading the heart and functioning as intended.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.